Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Event description:
It was reported that the procedure was to treat a lesion located in the mid-distal left anterior descending (lad) coronary artery that was 90% stenosed. After pre-dilatation with 2.5×15mm non-abbott balloon, two non-abbott stents were implanted (3.5×29mm, 4.0×29mm). A 4.0×15mm nc trek balloon dilatation catheter (bdc) was used for post-dilatation. Postoperative optical coherence tomography (oct) showed poor expansion of the distal lad stent, so the 4.0×15mm nc trek bdc was was re-used to dilate at 10atm, but the balloon was losing pressure during inflation and only partially inflated. There was no reported adverse patient effect and no clinically significant delay in the procedure. A same size bdc was used to complete the procedure. No additional information was provided.